Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was damaged in the area where the cartridge is loaded. Reportedly, the pneumatic tap was missing which caused the customer to experience difficulty loading and removing cartridges from the pump. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.